Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds with intermittent loss of capture at 3.0 volts; there was no asystole. It was noted the lead was dislodged. Surgical intervention was performed and this lead was explanted and replaced. There were no adverse patient events reported. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.